Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high, out of range pace impedance measurements. The patient was to be seen in clinic at a future date. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this device was explanted for normal battery depletion. A request for the return of the device was made. As of today, the device had not yet been returned. There were no adverse patient effects reported.